Event description:
A cartridge alarm was reported by the caller, identified as cartridge alarm 20. The customer's blood glucose did not exceed 500 mg/dl, indicating no adverse impact. The caller mentioned plans to call back the following morning to continue troubleshooting and intended to replace and use a new cartridge.